Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on white screen. A technical support specialist (tss) dialed into station, logged in as carefusion admin and found dsclientoltp in suspect mode in structured query language server management studio, so applied knowledge article "drop failed for database "dsclientoltp" and then the database status changed to recovery pending. Then the tss resynchronized the station as per knowledge article "proper datasync procedure & how to place new db in es station" and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on white screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.